Event description:
Same case as MDR ID# 2134265-2014-04737. It was reported that stent damage occurred. The target lesion was located in the heart. Following the introduction of a non-bsc guide wire, a 38 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion. Upon positioning the device, they noticed that "it did not look right". The physician decided not to inflate the balloon and the device was removed. It was then found that one of the stent struts looked raised from the balloon. The device was exchanged for another 38 x 4.00 promus premier¿ drug eluting stent and the same issue occurred again. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 5th row from the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. From the analysis the distal outside diameter (od) of the stent was measured and was within specification. A review of the associated batch records; the maximum crimped stent profile was measured and was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Furthermore; the stent strut was lifted at 90 degrees to the stent profile, indicating the stent protector would not fit over a defect of this magnitude. Based on the type of damage observed to the crimped stent, the damage may have occurred as a result of resistance being encountered on advancement of the device; however this cannot be confirmed also. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04737. It was reported that stent damage occurred. The target lesion was located in the heart. Following the introduction of a non-bsc guide wire, a 38 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion. Upon positioning the device, they noticed that "it did not look right." The physician decided not to inflate the balloon and the device was removed. It was then found that one of the stent struts looked raised from the balloon. The device was exchanged for another 38 x 4.00 promus premier¿ drug eluting stent and the same issue occurred again. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.